Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle failed to retract into the bd insyte¿ autoguard¿ bc shielded IV catheter when the safety mechanism button was pressed. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about safety mechanism activation failure of iagbc. According to the customer¿s report, after iagbc placement for a patient, the hcp pressed the button to activate the safety mechanism but it was not activated."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22g x 1.00in. Insyte autoguard bc pro unit from lot number 1165378. Additionally, seven photos were returned for investigation. The unit was returned with the needle not retracted. Microscopic inspection found that the button was adhered to the needle hub. This is known to prevent retraction. The reported issue was confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the needle failed to retract into the bd insyte¿ autoguard¿ bc shielded IV catheter when the safety mechanism button was pressed. The following information was provided by the initial reporter, translated from japanese: "this is a report about safety mechanism activation failure of iagbc. According to the customer¿s report, after iagbc placement for a patient, the hcp pressed the button to activate the safety mechanism but it was not activated."